Event description:
It was reported that the pt had his device system removed because it was not helping with the pain and that he needed an MRI for an unrelated medical issue.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.